Event description:
Part number 5 (link) broke at pivot point during use with patient in lift. No injury is alleged.

Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model reliant 450, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. This MDR is being filed under the invacare hq registration number since the invacare manufacturing site is unknown.